Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving therapy via an implantable infusion pump. It was reported that the pump was removed early due to causing leg pain. It was noted that the pump was implanted on the left side causing the patient's left leg to "rubbed open". The pump was explanted and moved to the other side of the patient.